Event description:
Patient had an infection, which seeded from dental issue. Doctor performed a washout of the modular components.

Manufacturer narrative:
It was reported by james sandborn, an onkos sales representative, a 75-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged infection on (B)(6) 2023. It was noted that the alleged infection likely seeded from a coincidental dental issue. The primary surgery reportedly took place approximately two years prior to the revision surgery. Additional details regarding patient history and the primary surgical information were not provided upon request. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined.

Event description:
It was reported by (B)(6), an onkos sales representative, a 75-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged infection on (B)(6) 2023. It was noted that the alleged infection likely seeded from a coincidental dental issue. The primary surgery reportedly took place approximately two years prior to the revision surgery. Additional details regarding patient history and the primary surgical information were not provided upon request.